Event description:
An impella cp device was inserted percutaneously via the right femoral artery in a 72-year-old male patient for cardiomyopathy with cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage d. During impella cp support, hemolysis was noted. Imaging was performed to assess device position, which confirmed the pump was in appropriate position, with no evidence of malposition. The field representative responded that the pump was repositioned in attempt to resolve hemolysis. Staff reported hemolyzed labs continued after repositioning. The patient subsequently expired. The death is being conservatively reported due to temporal association with device use; however, based on the available clinical information, the patient¿s outcome is more likely attributable to the severity of the underlying cardiomyopathy and cardiogenic shock.

Manufacturer narrative:
B5: added revised clinical review. Additional information: pump was repositioned in attempt to resolve hemolysis. Staff reported hemolyzed labs continued after repositioning. The pump will not be returned.

Event description:
An impella cp device was inserted percutaneously via the right femoral artery in a 72-year-old male patient for cardiomyopathy with cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage d. During impella cp support, hemolysis was noted. Imaging was performed to assess device position, which confirmed the pump was in appropriate position, with no evidence of malposition. No device malfunction was identified based on the available information. The patient subsequently expired. The death is being conservatively reported due to temporal association with device use; however, based on the available clinical information, the patient¿s outcome is more likely attributable to the severity of the underlying cardiomyopathy and cardiogenic shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog, primary UDI number). Upon review, the section d primary UDI, catalog, and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
B1: added product problem per a review of the complaint file. H6: omitted f12 and a24. Added code a01.